Event description:
Received a voluntary medwatch from the customer which reports, "tpn with new soluset hung on 01/2001 at 1452. At 0900 the following day, a yellow puddle was noted on the blanket upon which the infant was laying in the isolette. On further investigation, the tubing was noted to have a large hole in it with tpn infusing onto the bed. Some blood was noted in the tubing, but none past the filter. The tubing was changed and the IV site flushed. No apparent injury to the implant." Add'l info received during phone conversation with the customer. Report source indicates the hole was between the cassette and the pt, but above the filter. They add another MFR's filter distal to the administration set. The pt did not experience a decrease in blood sugar. The amount of blood noted in the tubing was unspecified, but reported to be a "large amount". No report of adverse pt effect. Add'l pt info was requested, but no further info was available.